Manufacturer narrative:
The insulin pump was monitored for 3 days. The device was received with intermittent button response due to corroded keypad traces. The insulin pump was not noted to have heated up during testing. The insulin pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump were not responding and that the insulin pump seemed to be overheated. The customer had reverted to manual injections. The customer's blood glucose was 27 mmol/l. Nothing further reported.